Manufacturer narrative:
Concomitant devices: sheath: 8f sheath and st. Jude .035', 260cm guiding catheter. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
When the physician tried to place the stent for remodeling the area near the pulmonary valve, the stent dislodged from the balloon catheter requiring surgical intervention to remove the stent. The lesion was de novo with severe valve stenosis in the pulmonary valve and artery area. The lesion was not calcified, tortuous, was not ostial, angulated and was not at a bifurcation. During advancement to the target lesion the physician moved the delivery system back and forth. There was no reported resistance during the advancement of the stent delivery system prior to the stent dislodging off the balloon. The stent delivery system appeared "normal" when removed from the packaging and inspected before use and was examined to verify functionality. The procedure was extended for approximately 2 hours and the patient underwent surgery to remove the stent and was reported to be improving. One non sterile catheter sds genesis 6x18mm 135cm pro was received coiled inside a plastic bag. The balloon was received deflated and appear have been partially inflated. The stent was not returned with the device. Stent marks in the balloon were observed. No other anomalies were observed in the returned device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent dislodged-in patient failure was not confirmed; since the balloon was partially inflated and stent marks were observed in the balloon, however exact cause could not be determined since the stent was not received; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective/preventive action will be taken. With the information available and without return of films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
As reported by the affiliate, during remodeling of an area near the pulmonic valve, the stent of a sds genesis 6x18mm 135cm pro was dislodged from the balloon catheter and required surgical intervention to be removed. The patient's admitting diagnosis was pulmonic stenosis. The stent delivery system was examined to verify functionality and appeared "normal" when removed from the packaging and inspected before use. The lesion was de novo with severe stenosis in the pulmonic valve and artery area. The lesion was angulated and tortuous, not calcified, not ostial, and not at a bifurcation. An 8f sheath was used with an .035', 260cm guiding catheter via the right femoral artery. The stent delivery system was moved back and forth and behaved normally as it passed towards the lesion. There was no resistance met during advancement prior to the stent dislodging off the balloon. The patient underwent surgery to remove the stent and the procedure was extended for approximately 2 hours. It was last reported that the patient's condition was improving. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stent crimped process was reviewed and the stent crossing profile and stent retention tests were accepted according to specification. Without the return of the device for analysis, the reported customer complaint could not be confirmed. Based on the information available for review, there are vessel characteristics (angulated and tortuous) and procedural factors (delivery system was moved back and forth ) that may have contributed to the event reported. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
When the physician tried to place the stent for remodeling the area near the pulmonary valve, the stent was dislodged from the balloon catheter requiring surgical intervention to remove the stent. Access was via the right femoral. The patient's admitting diagnosis was ps and the procedure was elective. The lesion was in de novo with severe valve stenosis in the pulmonary valve and artery area. The lesion was not calcified, tortuous, not ostial, angulated and not at a bifurcation. To approach target lesion exactly, the physician moved the delivery system back and forth. The stent delivery system appeared "normal" when removed from the packaging and inspected before use. It was also examined to verify functionality. An 8f sheath was used in the procedure with a .035', 260cm guiding catheter from st. Jude. The stent delivery system behaved normally as it passed through towards the lesion. There was no resistance met during the advancement of the stent delivery system prior to the stent dislodging off the balloon? The procedure was extended for approximately 2 hours. The patient underwent surgery to remove the stent. The patient is getting better.